Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the ok and backlight buttons were intermittently activating pump functions when pressed. Adhesive was found under the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the ok and down arrow buttons were intermittently activating desired pump functions when pressed. The patient reportedly cleans the pump with soap and water occasionally. There is no reported patient impact associated with this complaint.